Manufacturer narrative:
H10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with two (2) prismaflex st150 set s and a prismaflex control unit, the machine issued the self-test alarm, however the operator was unable to complete the troubleshooting. A filter clotted alarm was issued and the machine shut down. The treatment was terminated without the extracorporeal blood being returned to the patient both times. There was no patient injury or medical intervention associated with this event. No additional information is available.